Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced the low blood glucose. The blood glucose level of the customer was 40 mg/dl. The customer stated that the insulin pump had a alarm that the blood glucose was 40 mg/dl or lower and while the customer took the blood glucose it was 99 mg/dl and 82 mg/dl. The insulin pump will be returned for the analysis.